Event description:
During follow-up, reduced impedance, elevated capture threshold, reduced sensing, and noise episodes were observed on the right ventricular (rv) lead. The lead was explanted and replaced and the patient was stable following the procedure.

Manufacturer narrative:
The field reports of a drop in sensing, low pacing impedance, high capture threshold, and lead noise were not confirmed. Electrical testing did not find any indication of conductor fractures or internal shorts. Visual inspection of the lead did not find any additional anomalies.